Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt.

Event description:
It was reported that urine leakage at the suture lock of the drainage catheter was detected during a fistula procedure. The leakage was detected after the physician had replaced the fistula. The catheter was successfully replaced during the same procedure with another of the same device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation. A review of the complaint history, drawing, instructions for use(IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification were conducted during the investigation. One mac loc catheter was returned in used condition for evaluation. Upon visual inspection, discoloration of the catheter tubing was noted, with slight damage to the hub connector cap. A leak test performed confirmed the presence of a leak between the hub and connector cap. The cap was loose and easily able to be removed. Upon removing the cap, the suture string was not found to be wound in the threads and was also not found to be running through the mac loc lever arm. It appears that the customer modified the device or attempted to fix the leakage issue. The flare appeared shallow and lopsided, but due to compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed the catheter tubing and hub were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications and the proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record showed nonconformances within the main lot for hub cap separation at the catheter tip or shaft. The catheter tubing subassembly revealed nonconformances for dirt or roughness within the hub cap. All affected devices were identified and scrapped prior to release. It should be noted there was one other reported complaint for this lot number, in which the presence of a leak was confirmed in the device. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We have notified the appropriate personnel and will continue to monitor for similar complaints. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.